Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was damaged when it was folded and could not be implanted. Additional information has been requested and received stating the surgery was completed after exchanging the device. There was no patient impact.

Manufacturer narrative:
The initial decision to report was incorrect. Resulting in the initial report being submitted in error. This report does not meet criteria as a reportable incident. The manufacturer internal reference number is: (B)(4).

Event description:
Up on further review, it was identified, that there was no patient contact with the device. Hence, this file is no longer reportable.